Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported event. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing.the device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.